Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received her pump 2-3 weeks prior and she is having issues changing the reservoir. She said that she is having issues with the load process. Her blood glucose is unknown but she believes that it is high. During the reservoir and tubing process troubleshooting, the customer said that she is unable to exit the load reservoir process. She said that she is disconnected. The customer was not able to complete status with next highlighted on the screen. She was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
Pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted during testing. Pump tested ok. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.